Manufacturer narrative:
The caller advised that a patient was not being lifted at the time. The caller was unable to provide the serial number of the lift, but she advised that she thinks she has had it for 3-4 years. No other information was provided, and contact information for the caller is incomplete, so no attempts can be made to follow up for additional information. The reported issues have not been verified, and the underlying cause cannot be definitively determined. However, the reported issues are consistent with failure modes that have been previously investigated. The root cause of both the leg and caster failures was determined to be poorly defined dimensional and material specifications, so corrective actions were implemented to update these specifications. Additionally, voluntary field action (B)(4) was issued to notify dealers/users of the potential for the mounting bolt connecting the caster to the base frame of the lift to become loose. Loose hardware can then cause wear to the hardware and housings. If left unresolved, the caster may separate from the base of the lift. Failure does not occur right away but happens over time if the lift is not properly maintained. The field action reiterated to dealers/users the importance of maintaining the lift in accordance with the device's instructions, to inspect the lift for loose fasteners/hardware, as required in the user manual, and to tighten any loose hardware after inspecting for damage that would require replacement of the lift base. It is highly recommended to inspect hardware and fasteners prior to each use, but, at minimum, hardware and fasteners must be inspected prior to first use and once a month thereafter, per the maintenance safety inspection checklist within the portable patient lift and sling owner's manual. Lifts found to require maintenance must be immediately removed from service until repaired by a qualified technician. Proper routine inspection and maintenance practices mitigate the risk associated with lift base/caster failures. The subject lift was likely manufactured by invacare rehabilitation equipment co. ((B)(4)); however, they are no longer in business. The manufacture of these lifts has since transitioned to invamex. Therefore, the MDR is being filed under invamex.

Event description:
The caller reported that the right leg of the 9805p lift is turning inward, and she also just noticed that the caster is bending.